Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device caught on fire causing what looks like ash and debris on pick up as well as on the device. There were anesthesia gases in the surgical area. The fire continued as long as the activation button was pressed on the pencil. There was no injury to the patient or operating room personnel.